Event description:
The customer reported the system displayed a communication error message. The system failed to boot up but after a restart, functionality was regained. There is no report or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.